Event description:
It was reported that one of the patient's leads had fractured. The patient reported to have experienced a fall 6 months ago. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the one of the patient's leads was explanted and replaced to address the issue. The fracture was confirmed by visual inspection. It is unknown which lead had fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098531.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.